Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient states that "pre-covid" he had a test done and the stimulator "shorted out" from the test - caller speculates the test was an MRI scan but the patient could not remember. Caller added that patient said the scs has not been working since. The patient said the system hasn't worked for over 2 years. Caller noted the healthcare provider and patient have discussed potentially replacing the scs.